Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient had respiratory arrest during set up for the procedure due to anesthesia giving too much sedation. No incision had been made and no implants or equipment had been opened. The sedation was reversed and the patient started breathing normally, with the procedure completed successfully and the issue resolved with no code necessary. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.